Manufacturer narrative:
The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly was noted during testing. The device had minor scratched lcd window. No cracked lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and broke. The customer reported that the insulin pump was dent, scratches and had crack in screen. The customer's blood glucose was 332 mg/dl at the time of incident. The customer stated that the insulin pump stopped working. The insulin pump will be returned for analysis.